Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "morphine over-delivery as part of a liver biopsy and liver biopsy protocol, mr. (B)(6) was infused and a pca sapphire pump prepared to relieved pain during the examination. The patient descended into vascular room around 10:30 am and went up to 12pm. Several minutes after his return and the passage of the nurse, the wife of mr. (B)(6) called to signify that her husband presented sweating, nausea, dry mouth sensation and also a diplopia. The nurse checked the history of the pump and noted that the number of bolus made by the patient correspond to 4 bolus whether 4ml of infused volume, while bag is almost empty with this difference unexplained. Infusion mode: pca - single bolus. Bolus concentration: 2mg. Bag volume: 50ml. Infused drug? Bag of nacl of 50ml with morphine. Narcan injection by the caregiver - patient gets better. Human harm: yes. Medical intervention needed: yes."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event eas reported by a costumer from (B)(6): "we have had a critical incident involving a pca here at the hospital. It involved a nurse who attended your training sessions too! The nurse was able to bypass all the ders software by pressing new infusion, then at bottom of screen choose general. The nurse programmed (incorrectly) a whole order in this screen and the patient got 10 times the intended dose. It looks pretty poor to have a feature available to all which can bypass all the safety software that we spent so much time developing!! We have had 5 or more errors already. Pump reference number(s): (B)(4). Patient involvement: yes. " additional information was received on dec 08th, 2015: "hi (B)(6) thanks very much. Well, I went to one of the clinical training sessions and it was never mentioned there. Kerry, our educator said nurses were told about it, though. Please let me know which kind of details are required. I need access to the events log for the one error as there are so many screens and codes to scroll through, that having it on an excel sheet would be much better. I can describe a few of the errors by memory wrong cca chosen, thus wrong concentration chosen and entered into program. Pt got double dose for 10 hours. Not caught by second nurse programming pump or at shift change. Caught by me inspecting the pump just to see how nurses did. Nurse did not start pca on palliative patient as one of our ccas was called palliative sc. Her order was for IV. A call to the (B)(4) 1-800 number could not solve her question (not sure why it would have worked just fine). Nurse did not try calling pharmacist or educator. Pt went 8 hours with poor pain control. Wrong drug hung for patient (morphine vs hydromorphone). Md wrote orders for post-op patient for bolus only but pt was opioid tolerant and went hours with poor pain control. Our most current error as described earlier. A nurse who had been to the training session (an rn) went to start a new infusion. Instead of following prompts she choose the general feature and tried to create her own program (similar to gemstar). She entered the wrong concentration, and entered the dose in ml/hr. Pt got 10 times the dose for over 10 hours. Not caught by second nurse checking the program (who had never seen a pump before) and not caught on shift change."